Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The revision was planned but the patient was not doing well due to his other previous illness and his old age. The patient received dorsal stabilization. Hence, the implant still remains implanted in the patient.

Manufacturer narrative:
X-ray review results: post-op x-rays for l3-l4 and l4-l5 lateral interbody fusion are provided. At l3-l4, the interbody graft appears appropriately positioned, but the plate is halfway off the vertebral bodies. At l4-l5, the interbody graft appears to violate the l5 endplate and exist in the vertebral body. By report, the instrumented levels were l4-l5 and l5-s1. Based on the reported information and the images, it is confusing if it was a wrong level surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery at l4-s1 using plates, screws and cages. Intra-op, while inserting the cage at l5-s1, where the s1 level was already "cysted", the cage broke. The surgeon left the implant in the patient. A revision surgery was planned to be performed on (B)(6) 2019 for removing the alleged implant; however, the implant has not been removed yet. No information is available if the patient has undergone any revision surgery or not. No patient complications were reported due to this event.